Manufacturer narrative:
Isi has not received the mbf instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The mbf instrument (part #420172-18; lot #k10220124-005) was last used on (B)(6) 2022 on system (B)(4) and had 8 uses remaining. Video sent by customer was reviewed by an isi clinical development engineer (cde) and the following findings were obtained: the physician used the mbf instrument on unknown tissue at the beginning of the video. The instrument was then removed from the tissue for an unknown reason and examined by the physician. Damage (either thermal damage or mechanical damage) can be seen at the proximal end of the instrument. No thermal injury to the tissue was noted prior to the spark event. After opening and closing the jaws a few times at the :33-:35 second mark, the mbf sparks at the back of the jaws when self-reported energy was activated in air. This creates a larger piece of carbonized material to appear at the back of the jaw. There were no fragments of the instrument falling into the patient observed in the video. There were small black bits seen laying on top of tissue, but it cannot be discerned whether they were part of the instrument or just charred tissue. These small black bits were present at the start of the video, and there were no additional pieces that were generated during the course of the video. This complaint is being reported due to the following conclusion: during a da vinci-assisted bullectomy procedure, there was a spark seen from the wrist of the mbf instrument when energy was activated. The jaws of the mbf were burned and there was minimal injury to lung tissue as a result. The surgeon performed unspecified medical intervention to address the tissue damage. A backup mbf instrument was used, and the procedure was completed robotically. The cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted bullectomy procedure, a spark from the wrist of a maryland bipolar forceps (mbf) instrument was observed when energy was activated. Minor damage to unspecified tissue was observed. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the instrument was checked before use and there were no damages observed. The spark occurred when bipolar energy was applied and resulted in damage of the mbf instrument. The instrument was in contact with unspecified tissue when the spark occurred, and the tissue was free of any kind of metal objects. There was a white discoloration where the tissue was damaged. The tissue damage was taken care of by the surgeon although the type of medical intervention rendered was not specified. A backup mbf instrument was subsequently used for the procedure.

Manufacturer narrative:
On 22-nov-2022, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the maryland bipolar forceps (mbf) instrument: failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of thermal damage between grips and yaw pulley are typically attributed to mishandling/misuse.